Event description:
It was reported that during use of the product, the spring wire guide unraveled and a piece was retained in the patient. The piece of wire was removed surgically without any complications.

Event description:
It was reported that during use of the product, the spring wire guide unraveled and a piece was retained in the pt. The piece of wire was removed surgically without any complications.